Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by removing the cartridge and inspecting the o-ring, cleaning the pneumatic tap, and attempting to reload the cartridge, but the customer was unable to load it successfully, requiring referral for escalated troubleshooting.